Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the ipg was unable to be placed into MRI mode and low impedances were exhibited but providing therapy. The system was assessed, and surgical intervention was scheduled where it was found that there was something stuck at the ipg port and the ipg was replaced thereby restoring effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.